Event description:
A report was received that while the pt was in post-op following an implant procedure she started having chest pains and dizziness. The pt then had a heart attack and had to be defibrillated. The stimulator was off when the pt had chest pains and the physician believed the pt was anxious regarding the surgery which may have caused the blood pressure to drop contributing to the heart attack.